Event description:
On 2023-05-23, we received a request for a pacemaker check from a physician due to suspicion of a pacing failure, and performed a check. # noise oversensing at ventricular channel on egm was observed. # there was an abnormally low value plot on the ventricular lead trend graph. # r-wave amplitude is less than 30 mv. # when the basic rate was temporarily set to 40ppm for the measurement of r-wave amplitude, the patient commented that she had the same symptoms as the chief complaint (darkness in front of eyes). # when the ventricular output was set to uni and 3.5v, there was a subjective symptom of twitching at the device site or puncture site. # an isometric test was performed, but no ventricular noise was reproduced. # changed the mode from ddd to doo. The suspected petite lead was abandoned in the patient body and a new ventricular lead was implanted on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Investigation summary: review of the patient files confirmed the reported ventricular oversensing observed. The ventricular sensitivity is set to 10 mv and the ventricular lead impedance remains stable since (B)(6) 2023 with one measure below the main impedance value. Observations from the strips stored in the pacemaker memory (noise / artefacts on the egm signal on the ventricular lead), is suggestive for intermittent ventricular lead fracture (intermittent contacts within wires) potentially combined with damage of the outer insulation or a poor lead to pacemaker connection. However, given the implantation date, this hypothesis is less likely because this typically already manifests itself in the acute implantation stage and this would likely also be visible in the atrial lead impedance trend. The suspected damage of the ventricular lead could be (but not necessarily is) the consequence of subclavian lead crush. To support the diagnosis, an x-ray focusing on the lead passage at the subclavian level could be useful. As the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2023, we received a request for a pacemaker check from a physician due to suspicion of a pacing failure, and performed a check. # noise oversensing at ventricular channel on egm was observed. # there was an abnormally low value plot on the ventricular lead trend graph. # r-wave amplitude is less than 30 mv. # when the basic rate was temporarily set to 40ppm for the measurement of r-wave amplitude, the patient commented that she had the same symptoms as the chief complaint (darkness in front of eyes). # when the ventricular output was set to uni and 3.5v, there was a subjective symptom of twitching at the device site or puncture site. # an isometric test was performed, but no ventricular noise was reproduced. # changed the mode from ddd to doo. The suspected petite lead was abandoned in the patient body and a new ventricular lead was implanted on (B)(6) 2023.